Event description:
Per complaint (B)(4), an abutment screw was broken during initial placement of a dental implant. The broken screw was drilled out. The implant was removed and replaced within the same procedure.